Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (0.2 mg/ml at 0.01 mg/ml) via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. On (B)(6) 2018 the hcp was calling because she wanted assistance with priming. They had aspirated from the cap (catheter access port)to clear the catheter and had aspirated the reservoir and filled it with the new medication fentanyl (200 mcg/ml with a planned dose of 25 mcg/day). It was reviewed that a full system content removal should be done or the patient would receive some of the old medication dilaudid (0.2 mg/ml) that was still in the inner pump tubing. The hcp consulted with the managing hcp to determine which route to take. Per the managing hcp, they did not want the patient to get any of the old medication because the patient had been throwing up 5 hours after the first initiation dose of 0.04 mg/day, so they turned it down to 0.01 mg/day. The patient had respiratory failure about 48 hours after with the new medication dilaudid and was in the hospital for it, so he had to turn the pump to minimum rate. They were concerned that the concentration might be higher than what they thought it was so it was in analysis right now and they would get the results tomorrow. The managing hcp stated that he would wait for the analysis results from the medication tomorrow and in the meantime he would leave the pump at minimum rate and would address the full system content removal tomorrow. Per the managing hcp, whenever he aspirated from the cap since implant, the patient had significant neurological issues down their leg. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that drug testing did not show the concentration, only that the medication was dilaudid. The cause of the neurological issues was not determined, but it resolved spontaneously with priming boluses. The pump remains implanted and runs with fentanyl. There were no further complications reported at this time.